Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a post implant follow-up, >2500 ohms atrial lead impedance was observed. When the atrial lead tested normal with an analyzer, the pulse generator was replaced.